Manufacturer narrative:
(B)(4). Date sent: 5/31/2016. Batch # unk. Date of event: 2012 reported, exact date not provided. Additional information was requested and the following was obtained: please clarify what is meant by, my band has been messed up? The line has become disconnected from the port and my band has slipped up to the top of my stomach. What is the issue with the band? The band is malfunctioning because the line has became detached from the port and the band has slipped to the top of my stomach. Are you experiencing any symptoms? If so, what symptoms? I have abdominal pain, gerd, ibs, gastritis, gastroparesis, diverticulitis, hernia has any test been performed to diagnose the issue? (Fluoroscopy, endoscopy, culture, etc.) Colonoscopy, endoscopy, and CT scans. If testing was performed, what was found? The line is disconnected from the port, the band has slipped to the top of my stomach, I have gerd, ibs, gastritis, gastroparesis, diverticulitis, and a hernia. Have you had any treatment for the identified issue with the band? No. If so, what treatment? (Medication, non-surgery or non-medical treatment) none. Are there any plans to fix the issue? My insurance doesn't cover bariatric surgery and I don't feel it's their responsibility or mine to fix a defect in your product. Do you know if the band you have implanted has a maximum volume of 9 or 11ccs? Eleven (11)ccs. What was the exact date the band was implanted? On (B)(6) 2009. How many adjustments have you had? Four (4). What were the amounts of each adjustment? Not sure. What is the current volume in your band? Not sure.

Event description:
It was reported that the realize band surgery was in (B)(6) 2009 and since 2012 the band has been messed up. The line has become disconnected from the port.